Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up fully, stuck at startup screen. Upon troubleshooting, the fse found that the host pc software was corrupted. To resolve the issue, the fse installed the latest software version 2.2.10, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.